Manufacturer narrative:
(B)(4). Concomitant medical products: 195758, vgxp xp inlk pri tib tray 79mm, 685000, 195787, vgxp xp e1 tib brg rl 10x79, 628370, 195856, vgxp xp e1 tib brg rm 9x79, 139720. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02075, 0001825034 - 2018 - 02076, 0001825034 - 2018 - 02077. Product location unknown.

Event description:
It was reported that the patient underwent a right knee procedure and reported to experience extreme pain while running, jumping, and kneeling. The patient also experienced severe pain when bending knee fully six months and one year post-operatively. The patient provided a satisfactory rating at six months and one year post-operatively. No further information was provided.